Event description:
Clinic notes were received, which indicate the patient had vocal cord paralysis due to a vagal nerve injury in (B)(6) 2012. Follow up with the physician found that the vocal cord paralysis was first observed on (B)(6) 2013. The physician could not provide an assessment on the relationship of the vocal cord paralysis to vns; however, he stated that the paralysis was present at all times, and not only when the stimulation was on. The patient was referred for injections, but the patient declined. No causal or contributory programming or medication changes preceded the onset of the vocal cord paralysis. The patient does not have a medical history of vocal cord paralysis prior to vns, to the physician's knowledge.

Event description:
The patient reported that she wants the device removed due to losing her voice since implant. The patient also reported that she is recently having issues with a burning throat, coughing, and difficulty swallowing. The patient has been consulting with surgeon to have the device explanted. The physician's neurologist reported that the patient's vocal cord paralysis was not related to vns therapy, surgery or the presence of the device. It was reported that the device has been it was reported that the patient's report of losing her voice is not true because she spoke with both the surgeon and neurologist.

Event description:
It was reported that the patient¿s vns was explanted on (B)(6) 2014.